Event description:
The customer reported that after transferring a pt from a cs300 iabp to a cardiosave iabp for transport, the pressure waveform and hemodynamic numbers were way off. The customer changed the transducer and all lines and zeroed all with no success. They transferred the pt back to the cs300 iabp and noted that the numbers and waveform were normal. They again transferred the pt to the cardiosave iabp and transported the pt in semi-auto mode locked into ECG trigger. No pt injury was reported.

Manufacturer narrative:
This incident is under investigation. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).